Manufacturer narrative:
Concomitant medical products: sigtrsb60amt 60mm med thk reinforced rel (lot#: n3k2560y); sigtrsb60amt 60mm med thk reinforced rel (lot#: n3k2560y); sigtrsb60axt 60mm xtr thk reinforced rel (lot#: n2m0547y); sigphandle, sig power sigphandle handle (serial#: (B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6)); sigphandle, sig power sigphandle handle (serial#: unknown); unk-sigadapt, unknown signia egia adapter (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, during the initial firing on the stomach using the reinforce reloads, the firing stopped and not allowing the surgeon to continue firing. Then, another reload was used, and it also stopped at the same spot. The surgeon went medially and did a firing while still using the powered stapler, and it stopped at the same spot. All four reinforced reloads stopped around the same spot. Lastly, a black 60mm reload with a manual handle were used and the firing went across. The powered stapler was used again without incident to finish the remainder of the sleeve. The staple firings looked great all the way up to the point when it stopped medially. The device felt weird and had a challenge with the tissue that was not visible. No patient injury.